Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The rash looked like red, raised pimples that were not broken open. The patient removed the lifevest for short periods of time to allow the rash to heal. The patient also applied a cream to the rash. The patient's physician gave the patient benadryl and advised the patient to leave the lifevest off for a few days to allow the rash to heal. Follow-up indicated that the rash had improved.